Event description:
It was reported that the procedure was performed to treat a dissection in the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 2.80x19 graftmaster stent failed to cross the lesion due to the anatomy. Another non-abbott stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.